Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a drawer was failed to open and displayed an error message, ¿drawer failed to stay closed" the customer reported that the malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not registered as closed due to a missing inseparable magnet. A field service engineer (fse) replaced the inseparable magnet, tested in the hardware test application and resolved the issue. The user recovered the drawer. The fse also proactively checked the drawers, secured connections, and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.